Event description:
New information received that the capped lead was explanted due to infection.

Manufacturer narrative:
Review of quality records

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in the clinic with high capture threshold. The pacing lead impedance had slightly decreased. The physician elected to implant a new lead.